Event description:
It was reported that during a stenting treatment procedure, removal difficulties occurred, and a filterwire basket detached and remained inside the patient. The anatomical region being treated was a saphenous vein graft (svg) to the right coronary artery (rca). The lesion details are unknown. The filterwire was advanced to the rca. "Stents" were to be implanted to treat the lesion. The filterwire was unable to be removed with the retrieval sheath. A bent tip retrieval sheath was used. The stent was "ballooned." A buddy wire was attempted, and the filterwire was unable to be removed. The physician "pulled hard" and the filterwire was removed. The basket detached and remained inside the patient. The physician "crushed the basket up against the vessel wall." The procedure was completed with this device. No further patient injuries or complications were reported. The patient status is reported as "fine."

Event description:
It was reported that during a stenting treatment procedure, removal difficulties occurred, and a filterwire basket detached and remained inside the patient. The anatomical region being treated was a saphenous vein graft (svg) to the right coronary artery (rca). The lesion details are unknown. The filterwire was advanced to the rca. "Stents" were to be implanted to treat the lesion. The filterwire was unable to be removed with the retrieval sheath. A bent tip retrieval sheath was used. The stent was "ballooned." A buddy wire was attempted, and the filterwire was unable to be removed. The physician "pulled hard" and the filterwire was removed. The basket detached and remained inside the patient. The physician "crushed the basket up against the vessel wall." The procedure was completed with this device. No further patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
Device evaluation by manufacturer: as received the filter wire was coiled. The delivery sheath and retrieval sheath were not returned. During visual and microscopic examination of the returned device, the loop coil/filter assembly was detached from the filter wire. However there was no damage to the nose cone or the spinner tube that indicate that the loop coil/ filter assembly detached by being pulled off of the distal end of the protection wire. The protection wire was wavy and was kinked at approximately 32 cm, 107 cm and 189.2 cm measured from the distal tip of the protection wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related, as the filter assembly was detached. The dfu states: 'do not pull excessively on the protection wire to avoid tearing the filter membrane, causing filter loop detachment, or other protection wire damage.' (B)(4).

Manufacturer narrative:
(B) (6).(B) (4)